Event description:
The reporter has received er1 messages, but cannot remember the circumstances. He reinserted the test strip and was able to get a reading. When performing a control solution test, his results were within range.